Event description:
The customer contact reported "sparks" were noted where the power cord enters the IV pump. It was reported that the nurse entered the patient's room because the device was alarming for a low battery; however, the device was plugged into an ac power outlet. At this time, the nurse noted that the ac indicator light was not illuminated on the device display. Reportedly in an attempt to illuminate the ac indicator light, the power cord was "wiggled." At this time the nurse noted, "sparks and a puff of smoke" where the power cord enters the pump. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the patient or the staff. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.